Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms. It was also noted that the rv lead threshold measurement had increased. No noise was seen on the rv channel. A revision procedure was performed where the rv lead was explanted and replaced. The pacemaker remained in service and no additional adverse patient effects were reported.

Event description:
The lead was returned for analysis and multiple abrasion marks indicating friction against something else implanted were noted. The lead body also showed damage at approximately 16 cm distal to the is-1 connector pin in the region of the suture sleeve. The inner conductor coil was found fractured at this position. Analysis determined that the conductor coil fracture could be considered as the root cause for the observed elevated impedances and high thresholds seen in the field.